Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1dwwl, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient went to their health care professional (hcp) and the hcp pushed on the right side of her back and it was painful. The patient stated that this occurred 2 weeks ago and the hcp said that it might be a broken wire but they didn't do an x-ray to confirm. The patient also mentioned that the pain in the lower right back had been going on for a month or so ago. It was reported that the patient might lower stimulation until she could see her hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# : va1dwwl, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient . The patient reported that the pain had not been resolved. The cause of the broken wire was not determined. The weight was reported as (B)(6) pounds. The patient reported the surgery was not related to device or therapy.